Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Unable to advance the inner sheath: the relay pro device was attempted to be advanced via a gore dry seal sheath 20fr but could not be advanced. The gore dry seal sheath 20fr was replaced with a gore dry seal sheath 22fr, and the gore dry seal sheath 22fr was advanced to near the terminal aorta. Then a relay pro device (28-n4-28-104-28u) was inserted though the gore dry seal sheath 22fr, but the inner sheath did not come out of the outer primary sheath though the deployment grip was rotated. While the disengagement button was pressed, the deployment grip was slid toward to advance the inner sheath out of the outer sheath, but the inner sheath did not come out. The relay pro device was retrieved, and a competitor's device was used to continue the procedure. Subsequently, the procedure was successfully completed. Operation type: 1 debranching tevar. No image available. No pre-case plan available. No additional information will be obtained. Ancillary device: zenith alpha thoracic (zta-p-38-217-w1). (Tc# (B)(4). Patient outcome - "no health damage to the patient."

Event description:
Unable to advance the inner sheath: the relay pro device was attempted to be advanced via a gore dry seal sheath 20fr but could not be advanced. The gore dry seal sheath 20fr was replaced with a gore dry seal sheath 22fr, and the gore dry seal sheath 22fr was advanced to near the terminal aorta. Then a relay pro device (28-n4-28-104-28u) was inserted though the gore dry seal sheath 22fr, but the inner sheath did not come out of the outer primary sheath though the deployment grip was rotated. While the disengagement button was pressed, the deployment grip was slid toward to advance the inner sheath out of the outer sheath, but the inner sheath did not come out. The relay pro device was retrieved, and a competitor's device was used to continue the procedure. Subsequently, the procedure was successfully completed. Operation type: 1 debranching tevar no image available no pre-case plan available no additional information will be obtained ancillary device: zenith alpha thoracic (zta-p-38-217-w1) (tc#(B)(4)) patient outcome - "no health damage to the patient."